Event description:
It was reported that the product did not stick to the skin properly and it was removed after 2/3 hours which caused signs of bedsore.

Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
After further review, it was determined that this report was filed in error. Please disregard. If further information is obtained that changes this determination, the investigation will be re-opened.